Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion sets adhesive on (B)(6) 2024. The infusion set was in use for one day and fell off while doing physical activity/sweating, swimming, or bathing. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.